Event description:
Pt's mother notified me that she had just received her baxter recall notice on 1/24/2008. After reading the adverse pt reactions, she became concerned because she said her son had been experiencing nausea, vomiting, dry heaves, low bp while connected to ccpd machine and severe "belly pain". She had thrown all the empty heparin bottles away but her letter stated that he did received some of the affected lot number pertaining to the recall. Dose or amount: 1cc/1000 units; frequency: every night; route: intraperito. Dates of use: 2008. Diagnosis or reason for use: dissolve fibrin in the peritoneal dialysis catheter. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.